Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the radiopaque string of a surgical pattie (ID 245407) was detached from the pattie. No patient injury reported. No additional information was provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The surgical pattie (ID 245407) was not returned for evaluation, but a photo was provided showing a soiled pattie with the x-ray strip separated from the pattie. The complaint could be verified through failure analysis. Root cause analysis - potential root cause per risk documentation is incorrect material selected for x-ray welding.